Event description:
The customer reported that three employees experienced human reactions from oil mist. One of the employees reported that he/she experienced "itchy eyes and taste." The employee did not respond to asp's attempt in retrieving more information. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: eye irritation, taste in mouth - other: inhalation - capital equipment, evaluated at customer site. The fse verified that there was no oil mist present. Customer stated that the smells were detected after a cycle was run with plastics masks in the load. The fse verified system meets manufacturers specifications. The fse ran an empty chamber test ok, and verified that no smells were present. Conclusion: device failure is load related. Reference MDR: 2084725-2008-00583 for employee with sinuses burning, eye irritation, taste in mouth and headache symptoms. Reference MDR: 2084725-2008-00585 for employee with heavy chest, burning throat, stuffy nose taste in mouth symptoms.